Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 broke from the little scissor (jaws) to the part that rotates. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). While the device was being used, it from the little scissor to the part that rotates. Customer said this same thing also happened them recently to the same device with same lot #. They used another device to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Additionally, it was observed that the blunt tip assembly had dislocated from the snap-in detents in the cannula, but remained attached. When verifying the scope wash tubing and c-ring were attached, the blunt tip assembly pulled out and was observed as cracked/ damaged. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring transected by cautery tool¿. The root cause is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. It is not known when the observed damage to the blunt tip occurred nor was this defect reported in the even description. The device history record (DHR) was reviewed. The records show that all cannulas in the device lot passed final inspection. The assembly procedure contains a tqc inspection point for each cannula c-ring/blunt tip assembly. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 broke from the little scissor (jaws) to the part that rotates. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. While the device was being used, it from the little scissor to the part that rotates. Customer said this same thing also happened them recently to the same device with same lot #. They used another device to complete the procedure.